Event description:
An error message was reported with the adc device. The customer received an unspecified sensor error message and was unable to obtain readings. As a result, the customer experienced symptoms described as nausea, disorientation, general malaise, cramps, "barely responsive", and seizure and was unable to self-treat. Paramedics were called and upon their arrival, a reading of 600 mg/dl was obtained and customer was transported to a hospital where they were diagnosed with hyperglycemia. No details regarding third-party treatment was provided as the customer declined to provide any other information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was populated in g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.